Event description:
It was reported that the pt states the catheter is ruff to the touch and ruff when inserting. Charles stated the catheters are rough not good to run thru a guy prostate. Some of them are fine but some of them are rough about halfway the catheter. He does not know how many advised that he cannot exchange them out at this time beyond exchange policy time frame. He does not use them very often but would have to take them out individually and the only way to be able to tell is to open. Per chloe can open to get the exact amount defective. Can make a 1-time exception to replace any of the affected amount he has on hand. He will count them and asked that I call back on wednesday afternoon to give him time to count. He did originally report this on 6/25/26- will send exchange replacement once qty confirmed. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.